Event description:
Customer reportedly obtained results of 391mg/dl and 213mg/dl on the inform system while a comparison lab returned as 59mg/dl. All results obtained within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.